Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. The reported stretching of the stent was not confirmed as the stent was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that following pre-dilatation with a 6x200 balloon, 2 non-abbott stents were implanted in the moderately tortuous, proximal superficial femoral artery (sfa), severely calcified lesion. A supera stent was also implanted distally. During supera delivery system removal, the super tip (nose cone) separated from the delivery system. The stent remained intact; however, part of the supera stent elongated through the non-abbott stents, while the other part remained at the implantation site. The tip was retrieved via snare. As additional treatment, on (B)(6) 2017, the patient had a lower extremity bypass within the same area of supera stent implantation. The stent was not explanted and remains in the anatomy. This event required prolonged hospitalization due to this surgery. There was no additional information provided regarding this issue.